Event description:
Complainant alleged that the medics were monitoring a 30 year old male drug over-dose pt, but they were not able to switch the device from semi-automatic mode. In addition, the complainant alleged that the device displayed an intermittent dotted line, and displayed a "lead off" error message when the device was in semi-automatic mode and used with the ECG cables. The medics were able to obtain another device to monitor the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfuction.